Manufacturer narrative:
A ge service representative performed an onsite investigation. The 24vdc interlock circuitry and emergency stop switches were evaluated. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent 'fast stop' errors resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.